Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed cosmetic damage to the transition tube that led to explant.

Event description:
It was reported a flipped pump was confirmed and the patient had a history of the pump flipping. It was further reported the patient was having a pump pocket revision surgery. The pump had a pouch on it and at first the surgeon suspected puss around the pump, but upon further examination determined it was serous fluid and no infection was present. A portion of the catheter was replaced with a new proximal segment and it was unknown what the ¿extra piece of catheter¿ sticking out from the main catheter piece was, but it would be sent back for analysis. It was unknown if the patient was experiencing any symptoms and the cause of the flipped pump was undetermined. It was not due to inadequate placement at implant. It was further reported the physician thought it might be a reaction to him having a dacron pouch on the pump and the pouch was removed. There were no other actions specifically taken for the fluid issue. The patient was doing ¿fine¿ and receiving effective therapy. The pump was being used to deliver morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8782, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).